Event description:
It was reported that the patient¿s battery shut off. The patient had an adjustment done the week prior to the report. On his way home, when the car came to a stop sign, the battery shut off. The car went down the road a few miles and it came back on again. The patient reported if he moved a certain way, it went on and off. This occurred again on (B)(6) 2014. When the patient moved forward on the couch it went out. This had just started happening after the adjustment. The patient had not been able to use the device as they wanted him to heal after surgery; the patient had a whole new system placed in (B)(6) 2014. The patient reported he thought there was a loose wire where the battery was. It was further reported that the stimulation was intermittent. When the patient moved his neck and back a certain way, stimulation would stop and then come back 3-4 minutes later. The patient stated the stimulation goes high and then goes down in intensity. The patient stated he had a revision ¿last week¿ and was reprogrammed. The patient stated that there were wires that were pinched and it was not working right. It was reviewed that the stimulation might be intermittent with position changes. The patients adaptive stimulation was also on and it was reviewed that if the patient was between the upright and laying positions, the device might be sensing the positions. The patient had wondered if the issue could be due to scar tissue from having too many leads at the same spot. The patient was redirected to his physician. It was further reported that the patient was seen by a company representative on (B)(6) 2014 for reprogramming. It was discussed he could be getting over or under stimulation based on position. The sensor function was activated and set up. The patient was satisfied when he left. If additional information is presented, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # va005le, implanted: (B)(6) 2014, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3550-29, lot # n284785, implanted: (B)(6) 2014, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3998, lot # va005le, implanted: (B)(6) 2014, product type lead. (B)(4).